Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Patient reported with painful and unstable right tka from an outside hospital with no available operative report. Xrays indicated a subsided and loose tibial component with a stem extension appearing to have exited the lateral tibial cortex. The surgical plan was to retain the well-fixed femoral component and revise only the tibial component and insert. Upon explanting the tibial component construct it became evident that the component was preoperatively misidentified by the surgical team as an mbt revision tibia and was actually an attune revision component. No instruments or implants were immediately available for the attune system. The attending surgeon, while being advised of the off-label nature of his decision, decided it was in the best interests of the patient to implant a sigma mbt revision rp 15mm buildup tray and to modify and utilize a sigma tc3 rp revision insert to articulate with the size 3 attune revision femoral component which resulted in a stable overall construct.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination, but based on the returned x-rays and photographs the reported loosening and migration could be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.